Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced difficulty charging the pump. Customer's blood glucose level was 300 mg/dl. Reportedly, the customer was able to successfully charge the pump with an alternate wall adapter and usb cable.